Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6c, h6d, h6e) additional information was received via a customer response email on 28-sep-2022.

Event description:
Additional information was received via a customer response email on 28-sep-2022: applicable fields have been updated with information received.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medical doctor was checking cuff (balloon) for the patient's trach that was to be placed, the cuff did not inflate. Multiple attempts made to inflate the cuff. The product is found to be defective. A second trach of appropriate size and brand was readily available at the bedside and found to be functional. The patient's trach was successfully changed with no delay in care.